Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscope examination revealed that there was a circumferential tear 2mm distal of the proximal end of the balloon. The inner shaft was separated at the tack weld. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the balloon ruptured. A 6mm x 40mm x 135cm sterling balloon catheter was selected for use in an angioplasty procedure. During the procedure, the balloon burst. The balloon was then snared out. No further patient complications were reported.

Event description:
It was reported that the balloon ruptured. A 6mm x 40mm x 135cm sterling balloon catheter was selected for use in an angioplasty procedure. During the procedure, the balloon burst. The balloon was then snared out. No further patient complications were reported.